Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and the insulin pump was damaged. The customer reported that she is having an issue with her daughter glucometer. Meter is not registering and calibrating accurately. The insulin pump is cracked at the top where they put the insulin in. The meter was not communicating with the pump and checked everything. The customer stated that she is in the hospital and the meter is off 150 points. The customer reported that stomach virus called hospitalization. The blood glucose on her meter was 350mg/dl and actually it was 200mg/dl something like 230mg/dl. The customer reported that the piece at the reservoir compartment was missing. The customer reported that the reservoir locks it but it can wiggle a little bit. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. The test minilink transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump. Pump programmed with multiple sensor glucose value and all registered properly in the sensor update history. Pump monitored for several days and no unexpected black display noted. Pump received with partially broken reservoir tube lip.